Manufacturer narrative:
The disposable handpiece was not returned; therefore a failure analysis was not performed. A device history record (DHR) review was conducted for the reported handpiece lot number. The lot was released meeting all qa specifications. The radio frequency (rf) controller was returned and a full evaluation was conducted. The relationship between the rf controller and the adverse event could not be established. User discarded the device.

Event description:
It was reported that the physician performed diagnostic hysteroscopy and what appeared to be an uneventful minerva procedure, after which the patient was discharged. Approximately 6 days later the patient reported to the ER with onset of severe abdominal pain. CT scan was performed and indicated the presence of free air in the abdominal cavity. Laparoscopy was performed. Laparotomy was then performed to repair one perforation of the small intestine, one perforation of the large intestine, and the wall of the uterus. End-to-end anastomosis on small intestine and colostomy on large intestine were performed. The patient was discharged home a week later.